Event description:
It was reported that the patient developed sepsis. The device and leads were removed. It was noted that there were no device system performance issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay, which was melted and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and sleeve head. There was apparent explant damage. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed) and were melted. The outer insulation was melted and had cosmetic depression. There was apparent explant damage. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a breached cut and cosmetic depression; there was blood in/on the helix/lobe mechanism. There was apparent explant damage.